Event description:
The manufacturer received information alleging a ventilator was showing obstruction and pressure related error message. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue.